Event description:
It was reported that the battery test failed. Customer alerted of low reservoir. Customer changed the reservoir and then the insulin pump alarmed motor error. The blood glucose reading is 135 mg/dl. The motor error occurred during the prime process. Customer stated that the insulin pump was dropped. Assisted the customer with clearing the alarm. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The low reservoir alarm functions properly. No motor error or failed battery test alarms were noted. The motor passed the motor test. All operating currents are within specification. The insulin pump passed the self test. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window.